Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop high blood pressure and urinary issues. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged sound abatement foam become and caused a patient to develop high blood pressure and urinary issues, shortness of breath, brain farth and panic attacks, pain on the middle of his back related to a CPAP device's sound abatement foam. There was report of patient harm or injury. During the first attempt to have the device and components returned for evaluation and investigation, customer declined to respond to the gfe related questions and terminated the call were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.